Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine services was off. A technical support specialist dialed into the application server checked services are running, rebooted app server ran server downtime query found interface was down, found cce services was stopped, restart the services the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the hl7 interface had failed. The customer was informed that the server had been restored; however, pyxis was still not communicating with their ehr (meditech). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.